Event description:
It was reported that during a routine check, the display of the cardiosave intra-aortic balloon pump (iabp) had shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. When the iabp unit was turned on, the screen displayed normally; however, it was unable to be operated/responded. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) had shutdown. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check, the display of the cardiosave intra-aortic balloon pump (iabp) had shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that the getinge field service engineer (fse) that had evaluated the iabp unit and was able to reproduce the reported issue, replaced the touchscreen and the issue was resolved. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.